Event description:
It was reported that an external driveline repair was performed on 08jan2021. After the repair there were no further driveline fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of cosmetic damage to the silicone jacket was observed during evaluation of the returned portion of the driveline. A driveline issue was confirmed via the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files recorded multiple driveline fault alarms. No other unusual events were recorded and the device operated above the low speed limit for the duration of the recorded data. An onsite driveline repair was performed on 08jan2021 by abbott personnel. The driveline was severed approximately 20" from the controller connector and the distal portion was replaced with no issues. The approximately 20" segment of driveline was returned for evaluation. Electrical continuity testing of the driveline as-returned revealed a discontinuity of the orange wire. Electrical continuity testing of the remaining wires did not reveal any discontinuities or shorts. The silicone jacket was removed and visual inspection of the bionate layer was unremarkable. The braided shield showed areas of wear from approximately 2¿ to 9¿ from the controller connector. Visual inspection of the orange wire revealed an area approximately 17.5¿ from the controller connector where the conductors of the wire were not intact; however, the insulation of the orange wire remained intact at this location. Visual inspection of the driveline did not reveal any damage to the insulation of the remaining wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. Although a specific cause for the observed conductor damage could not conclusively be determined, it appeared consistent with repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. The damage to the conductors of the orange wire would have caused the driveline fault alarms that were confirmed via the submitted log files. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19may2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had many driveline fault alarms in his history. The patient has not heard any audible alarms. The patient had abdominal x-rays performed which were unremarkable. A log file review was requested. The driveline fault alarm was silenced with the hm2 v7.29 software by design. The driveline (dl) fault alarm may be seen in clinic when connected to a system monitor. Technical services recommended swapping out the patient's controller when it is safe to do so as per the IFU to determine if the driveline faults were authentic. There were no other unusual events seen within the log file. It was reported that the patient's controller was replaced and 25 power disconnects and reconnects were performed after the controller exchange. The log file from the new controller showed the dl fault alarm did not return. Technical services asked to monitor for reoccurrence and recommended seeing the patient a little more frequently so they can continue to monitor the log file driveline data. The driveline fault alarm will only be seen on the system monitor. There were no unusual events seen within the log file. It was reported that the patient has had recurrence of drive line fault alarms. These were noted on (B)(6) 2020 and the vad team upgraded the patient from a pc controller to pcx controller. No driveline fault alarms were noted for several days and x-ray at that time did not reveal anything. Looking back at the log file history there were more alarms starting around (B)(6) 2020. The vad team already rebooted the display monitor and changed to a new one. No alerts have been noted and no witnessed driveline faults were on the display screen. The vad team noted only the history is picking up these alarms. A log file review was requested. The log file captured intermittent driveline faults starting back on (B)(6) 2020 and continued intermittently for the remainder of the log. When comparing the wire values from this log to the log from (B)(6) 2020 it shows the same wire being affected. Technical services stated that the center would like to try an external repair. It was reported that the x ray images provided were unremarkable. Technical services stated that this repair is a blind try and they cannot guarantee that this issue can be fixed with an external repair. Centers have monitored patients with regular downloads to see if the wire has had further degradation. Based on the current log file these drive line faults are intermittent at the moment so the wire may not be completely broken at this time. Typically when a wire is truly broke there are essentially all dl fault on interrogation. Additional log files were submitted on (B)(6) 2020. Technical services reported they dl fault alarms are believed to be true with the log file showing 2 transient dl fault alarms on (B)(6) 2020 on the same wire as the previous log files.